Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no product was received back for investigation. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spring came off of an instrument and was lost in theatre. Staff report that the instruments were checked at the beginning of the surgery and all was ok. X-ray was used to try and locate the spring. Not identified on x-ray and not found in theatre. Not resolved.